Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, due to noise with oversensing and pacing inhibition. Shock channel/morphology confirmed that there were no pauses greater than two seconds. Rv pace impedance measurements showed sudden dips in measurements that remained within normal limits. In addition, this ICD was beeping and it was determined that a code 1003 was recorded, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This ICD was explanted, the leads were surgically abandoned, and the ICD system was replaced. No additional adverse patient effects were reported. This ICD is expected for device return.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, due to noise with oversensing and pacing inhibition. Shock channel morphology confirmed that there were no pauses greater than two seconds. Rv pace impedance measurements showed sudden dips in measurements that remained within normal limits. In addition, this ICD was beeping and it was determined that a code 1003 was recorded, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This ICD was explanted, the leads were surgically abandoned, and the ICD system was replaced. No additional adverse patient effects were reported. This ICD is expected for device return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.